Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2012. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. Treatment and outcome were not reported. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.